Event description:
During a craniotomy for tumor resection, a drill bit broke off in the patient's skull bone. There was no retention of the drill bit in the patient as determined via x-ray. Note: the surgeon reported that this occurred in a previous case.